Event description:
The customer reported that the insulin pump kept giving an alarm. Troubleshooting was attempted, but the insulin pump continued to alarm. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Moisture damage was also found on the motor assembly. Unable to verify the alarm due to the blank display.